Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Manufacturing site evaluation: analysis and results: there is a previous complaint of this code batch for needle detachment, and was closed as not confirmed. We have received 19 closed samples. We have tested the needle attachment strength of the closed samples received and the results fulfill the requirements of the (B)(4). Review of the batch manufacturing records showed this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the samples received fulfil the specifications of ep/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received.

Event description:
It was reported that there was an issue with a suture pack. While opening the packet, it was noted that the needle detached easily from the suture. There was no patient injury or delay. Additional information is not available.